Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No patient information available.

Event description:
The customer reported false elevated chloride results for one patient while running on the alinity c processing module. The customer¿s reference range for chloride is 98-107 mol/l. The initial result was tested on the alinity c processing module and the repeat result on an architect analyzer. The following data was provided: patient #1: alinity chloride = 120 mmol/l, architect chloride = 104 mmol/l there was no impact to patient management reported.

Event description:
The customer reported false elevated chloride results for one patient while running on the alinity c processing module. The customer¿s reference range for chloride is 98-107 mol/l. The initial result was tested on the alinity c processing module and the repeat result on an architect analyzer. The following data was provided: patient #1: alinity chloride = 120 mmol/l, architect chloride = 104 mmol/l there was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, replaced multiple parts, and performed extensive troubleshooting. Ultimately, the issue was resolved by replacing the tubing from the r1 syringe to the syringe valve (part number c-35016435-01 tbg, syringe valve to syringe, r1). A review of service history for the alinity c-series, serial number (B)(6) revealed no contributing factors to the current complaint. A review of tracking and trending for the part number c-35016435-01 tbg, syringe valve to syringe, r1 did not identify any trends. Review of tracking and trending for the alinity c-series did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the tbg, syringe valve to syringe, r1 part number c-35016435-01 or the alinity c-series, serial number (B)(6) was identified.